Event description:
The technician alleged the bed exit not alarming with no weight in bed. He replaced bed exit tape switches and tested to resolve.

Manufacturer narrative:
This MDR is part of a retrospective review in accordance with CAPA activities.